Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, the suturefix ultra s broke in contact with the patient shoulder during an arthroscopy, instruments inside the patient. It is unknown how the procedure was completed. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was not confirmed, please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.